Manufacturer narrative:
Product evaluation: the product was not returned for analysis; the lens remains implanted. The product history records were reviewed and documentation indicated the product met release criteria. There has been one other complaint reported in the lot. A root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that immediately following an intraocular lens (iol) implantation procedure in her left eye, she has experienced blurriness, pain, and constant watering and itching of the operative eye. The consumer indicated that she has seen three or four doctors for these issues; all of the doctors mentioned inflammation. The implanting surgeon repositioned the iol on (B)(6) 2015 as it had moved, and prk (photorefractive keratectomy) surgery was also performed on (B)(6) 2015; however, the consumer indicated that neither procedure made a difference in her symptoms. The consumer has used eye drops, ointments, antibiotics, eye wipes, and compression for her symptoms, and has also had a temporary bandage placed with no improvement. The consumer noted that the thing that feels best is to lie down and keep her eye closed. The consumer also noted that the speculum fell out her eye and hit the floor during the initial procedure, and the staff picked it up and put it back in her eye. No further information is expected for this case.

Manufacturer narrative:
There are two other complaints in this lot. (B)(4).